Event description:
The patient called to report the following: the patient lives in (B)(6) , however, she had a tmj procedure performed with the use of a tmj concepts prosthesis and a mitek anchor for fixation by dr. (B)(6) at (B)(6) in (B)(6) on (B)(6), 2009. The left tmj was in a condition that required the use of the tmj concepts prosthesis; the patient's left tmj was fine, no problems or issues, however, the surgeon employed a mitek anchor to "balance off" the left side prosthesis. The patient developed a series of conditions: loud popping when jaw goes from left to right, bite changes, pain, metal sensitivity and reactions. Patient was diagnosed by an allergist; blood test were positive for titanium and cobalt e) blood test were positive for titanium and cobalt CT scans show "right side tmj condyle and disc deteriorated and deformed". Patient was never screened for possible materials reactions prior to surgery. Patient to contact mitek with further information and details: such as mitek product information, i.e., catalogue and lot number, any test results, surgical notes and specific dates of treatments. We can find no evidence in the mitek complaint's system that this issue was ever reported to us prior to this. Narrative driven by phone conversation with the patient.

Manufacturer narrative:
This file and report were opened to document a historical event which took place in 2009 and was not previously reported to mitek. If and when appropriate, a follow up report will be filed.